Event description:
Per the clinic, the device was explanted on (B)(6) 2024, re-implantation is planned but had not taken place at the time of this report.

Event description:
Per the clinic, the patient developed an open wound over the site of the magnet and subsequently developed an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.